Event description:
A hospital reported they have had 5 cases of endophthalmitis following ophthalmic surgery. The cause of these events is not known. They are investigating possible causes for the events. This is one of three medwatch reports being filed for this facility: 3002037047-2007-00049 (pt ID: mesa), 3002037047-2007-00050 (pt ID: tha), 3002037047-2007-00051 (pt ID: unk).

Manufacturer narrative:
Investigation of this lot's batch records indicated the device met release criteria. Results from chemical, microbiological and toxicology tests were within specification. No other complaints have been reported for this lot. The product returned by the user facility was tested and met specifications. Additional information was requested on 09/19/2007 and a site visit was conducted on six days later, to assist in the investigation of the events reported by this facility. A site visit was conducted by a manufacturer rep/rn to assist the facility in their investigation of the event. Listed below are a few of the findings that could be potential contributors to the events reported: reuse of single-use phaco tips; directions for use (dfu) are not being followed for the cleaning and sterilization of their phaco handpieces and I/a handpieces; eto sterilization was in use as well as steam autoclave (steam autoclave is the only recommended type of sterilization for some ophthalmic instruments); ophthalmic instruments are cleaned with a 3% chloroxylenol cleaner which should not come into contact with eyes; instruments are rinsed with tap water; re-use of balanced salt solution bottles among pts; re-use of eye drops among pts, and use of non-sterile scissors to open sterile packages.